Event description:
Update: (B)(6) 2021 - aka: the site indicated that no treatment was performed to treat the type 1 b endoleak. The site has specified with the following comment: "an anesthesia visit has been scheduled on (B)(6) 2021. Patient will be operated in the next weeks." Furthermore they indicated that the event was not thought to be related to the study device or study procedure.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint was opened based on the findings in an imaging review related to this patient. Per the findings of the imaging review ¿a re-entry tear at the distal graft edge is seen with increased filling of the false lumen around the distal graft.¿ the device in this complaint is a zta-pt-30-209 which was implanted in 2016 to treat a chronic thoracic dissection. Review of the device history record found that any discovered non-conformances were properly dispositioned before release. The provided CT studies was reviewed by an imaging expert. The imaging expert confirms a type 1b endoleak at the distal graft (handled in another complaint). Furthermore, the imaging reviewer found a new local re-entry tear. Per the findings of the imaging review ¿the 50-month postop CT. There is continued progression of ta angulation to 55 degrees at the distal graft with an increase in lsa-to-celiac length to 254 mm. The aortic diameter at the distal graft is now 43 x 38 mm. There appears to be partial loss of distal graft seal within the true lumen due to the acute angulation here with a limited type 1b endoleak. There is likely a new focal intimal tear at the distal graft edge with partial flow into the false lumen adjacent to the distal graft as well.¿ and ¿the 59-month postop CT, there is continued progression of ta angulation to 59 degrees at the distal graft with an lsa-to-celiac length of 256 mm. The focal type 1b endoleak at the distal graft is increased in size. The aortic diameter at the distal graft has increased to 45 x 44 mm. A re-entry tear at the distal graft edge is seen with increased filling of the false lumen around the distal graft.¿ based on these findings the imaging reviewers¿ impressions is ¿at 50 months there is a new type 1b endoleak at the distal graft. This is likely due to increased acute angulation of the thoracic aorta at this level and a new re-entry tear at the distal graft edge. The focal tear could be due to increased pressure of the distal graft edge against the intima at the angulation.¿ and that the findings are likely due to "disease progression and aortic re-modeling, as well as the persistent false lumen perfusion of the distal ta to 36 months and then the new type 1b endoleak at 50 months.¿ according to the instructions for use for this device: the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. The device was used for dissection. The instructions for use states: the zenith alpha thoracic endovascular graft and ancillary components have not been formally tested in patient populations having dissections. Consequently, the device usage for treatment of dissection is considered off-label. Based on the investigation findings, disease progression, angulation in patient anatomy and the use of the device in a patient with dissection, may likely have caused the event. No evidence to suggest that the product was not manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to study: imaging review of (B)(4) (manufacturer #3002808486-2021-01102) (type 1b distal endoleak) revealed a re-entry tear at the distal end of the graft. ¿at 50 months there is a new type 1b endoleak at the distal graft. (B)(6) 2016: follow-up CT revealed residual flow over the primary entry tear. Maximum diameter was 60 mm. (B)(6) 2017: follow-up CT revealed residual flow over the primary entry tear. Maximum diameter was 58 mm. (B)(6) 2018: follow-up CT revealed no abnormalities. Maximum diameter was 66 mm. (B)(6) 2019: follow-up CT revealed no abnormalities. Maximum diameter was 73 mm. (B)(6) 2020: follow-up CT revealed residual flow over the primary entry tear. Maximum diameter was 78 mm. (B)(6) 2021: follow-up CT revealed residual flow over the primary entry tear and a type ib endoleak. Maximum diameter was 77 mm. Patient outcome: no adverse events or secondary interventions have been reported. The patient has completed and exited the study.